Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: product complaints <productcomplaints@bd.com> sent: saturday, april 12, 2025 8:29 am. To: product complaints <productcomplaints@embecta.com> subject: fw: customer support. Hello, my father has been using your product (bd nano ultra fine pen needles, 4mm x 32g) throughout the past year. Recently, we noticed that the box of needles we have received may be clogged. We normally prime the insulin prior to each injection but have found that out of a box of 100, maybe 10-20 needles have not worked after priming. As a result, we have had to request an early refill from his pharmacy multiple times and have had some resistance from his insurance. We were advised to contact you guys for a replacement. Please advise. Thank you. Ndc: (B)(4). Lot: 4247017. Exp: 2029-08-31.